Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncope. Upon interrogation of the pacemerk it was noted that there were no events stored for the time the syncope occurred. However the atrial electrogram showed farfield oversensing that was mitigated by the atrial refractory period. It was also noted that the other manufacturer's right atrial (ra) lead amplitude was 0.5 or less and the programmed sensitivity may not be sufficient enough for the pacemaker to detect the atrial fibrillation (af). Boston scientific technical services (ts) noted that this may contribute to the patient's symptoms. The patient was seen by an electrophysiologist who reprogrammed the atrial sense to 0.25 millivolts. The pacemaker and another manufacturer's ra lead remain in service and no additional adverse patient effects were reported.